Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select meter was reading inaccurately high, compared to another meter (emergency services meter) the complaint was classified based on customer service representative (csr) documentation. The patient was unable to confirm when the meter issue began, he alleged that he obtained a blood glucose result of ¿7.5 mmol/l¿ on the subject meter, compared to ¿3.0 mmol/l¿ on the other meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he was not known to suffer from diabetes, and was on no diabetes medication. He uses the meter to ensure he has a standard blood glucose level. The patient alleged that 30 minutes after obtaining the alleged inaccurate high result he developed symptoms of ¿high blood pressure and shivering¿. In response to the alleged symptoms he called the emergency medical services, and reported that he was treated with a ¿glucagon injection¿. The patient was unable to give any date or time, but reported that it was ¿in the evening¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. It was noted the patient had no test strips to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.